Event description:
It was reported that during preparation for a coronary artery drug eluting stenting treatment procedure, a shaft separation occurred. The target lesion location was the circumflex (cx) artery. As the device was being removed from the hoop during preparation for the procedure, the shaft separated at the guide wire exit port. The distal portion of the shaft remained in the hoop. A veriflex 2.75x16mm stent was used to complete the procedure. No patient complications were reported and the patient status is reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).